Manufacturer narrative:
H6: health effect impact code 4614, component code 515.

Manufacturer narrative:
Patient medications: acetaminophen, amlodipine, eliquis, metoprolol tartrate, xtampza ER. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis (occlusion).

Event description:
The clinical specialist (cs) reported: on (B)(6) 2020, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that images revealed ¿it appears that the ipsilateral limb of the graft is twisted and restricting flow". The patient is asymptomatic. On (B)(6) 2021, a reintervention was performed. The cs reported that an additional 11mmx59mm graft was implanted inside where the stenosis/twist of the previously implanted graft was. The patient tolerated the procedure.